Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specs. When released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that the pt was symptomatic with headaches, as a result the surgeon suspected the valve was blocked and performed a revision.